Event description:
While the stimulation was turned on, the patient only felt stimulation when bending/twisting at the lower back area/lead location. There was no known accident or incident related to the event. The patient was at home and her status was good. The patient was encouraged to contact her health care provider. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.